Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have no issue. The instrument was visually inspected, and no issues were identified.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the maryland bipolar forceps be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during central processing, the white plastic at the tip of the maryland bipolar forceps instrument was melted. No fragment fell into patient. The procedure was completed with no patient harm, adverse outcome, or injury. The issue did not cause any delay. Isi followed up with the initial reporter and obtained the following additional information: the thermal damage on the instrument was identified while inspecting the device before sterilization. Right after the procedure the device was last used in was completed it was cleansed but the damage was not seen with the bare eyes. The initial reporter could not confirm if the device collided with any other instruments during the procedure, but stated that it might have happened. No arcing was observed during the procedure. There was no injury to the patient as a result of the reported issue. There are no photographic images of the device issue. The instrument has been sent back to isi for evaluation.